Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up arrow is peeling and the keypad buttons are not always responding. The reporter did not know if the peeling keypad or the tactile changes occurred first. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported damage to the keypad was not found during a visual inspection; the keypad was found to be intact. The keypad button symbols were found to be worn. During evaluation, the keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the key contacts.